Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his evis exera ii duodenovideoscope had blood in the channel of the scope after reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer later confirmed the device was isolated not used in the following case. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The event can be detected/prevented by following the instructions for use which state: after each procedure, it is necessary to flush and rinse all channels in pre-cleaning. When pre-cleaning and manual cleaning are completed, device can be cleaned in oer-pro. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Based on the results of the investigation the cause of the reported event likely occurred because the distal end was pressed against blood or body fluid during past procedures, and they entered the nozzle. Moreover, the blood stuck due to insufficient pre-cleaning and manual cleaning before cleaning in oer-pro. Olympus will continue to monitor field performance for this device.